Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during an angioplasty treatment procedure, the ultra-soft sv balloon catheter broke into two pieces. When the surgeon attempted to load the ultra-soft balloon on the guidewire, it broke into two pieces mid-shaft. The surgeon stated that the shaft did not kink and that the catheter did not enter the pt's body. The procedure was completed with a different device with no pt complications.